Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there are non-hemostatic issues with bleeding edges with the stapler.